Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor would intermittently flicker for a moment when attempting to manipulate a scanned image in the functional endoscopic sinus surgery (fess) portion of the application software. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor displayed a blank screen 2-3 times during the procedure. It was reported as a momentary flicker that did not affect the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.